Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. Laboratory analysis could not be confirmed reported allegation.

Event description:
It was reported that this right atrial (ra) lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.